Event description:
A hospital in (B)(6) reported via a distributor that an elbow adaptor was missing from the rt105 adult inspiratory heated breathing circuit kit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt105 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt105 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an elbow adaptor was missing from the rt105 adult inspiratory heated breathing circuit kit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the complaint rt105 adult breathing circuit kit, which was returned unsealed, was visually inspected for missing component. Results: a visual inspection revealed that the kitted parts bag, which contains two adaptors, was missing from the returned breathing circuit kit. A lot check revealed no other complaints of this nature for lot number 110404. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. (B)(4). Our monitoring and trending of missing or incorrect breathing circuit components has a rate of occurrence of (B)(4).